Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:. . A "battery life" issue was not duplicated during investigation. Black box shows dates from (B)(6) 2016. Black box shows no evidence of short battery life.. Pump powers with returned battery cap. Battery cap "coin slot" is worn.. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. No evidence of moisture contamination inside battery compartment... Cover crack observed between corner of display lens and case seal. Base crack also observed between case seal and keypad.. Current draws within specifications; idle -90ma, sleep -00ma, load -190ma.6. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.